Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was implanted on (B)(6)2023. The patient was discharged. On (B)(6)2025, the patient was having a transesophageal echocardiography (tee) performed prior to an ablation procedure and a mobile thrombus was noted on the face of the 31mm watchman flx closure device near the threaded insert. The closure device was noted to have a complete seal with no leaks present. The ablation procedure was completed, and the patient was discharged the same day. The patient was placed on direct oral anticoagulants (doac).